Event description:
Patient presented aortic neck length of 8mm (off-label). Access and deployment of a 25-16-100bl and a 28-28-95rl suprarenal cuff were uneventful. A slight intraoperative proximal type I endoleak was noted. While advancing the introducer sheath/dilator to place an additional proximal extension, the physician inadvertently pushed the suprarenal extension up approximately 4cm, which covered the renals. The physician was unable to pull the cuff down and the patient was converted to open repair. During the open conversion, it was noted that the condition of the aortic posterior wall was very brittle, which made it difficult to sew in a surgical dacron graft. The patient was sent to recovery; however, developed a cold leg. The patient was sent to the or for treatment. Patient is reported to be stable and on dialysis.

Manufacturer narrative:
Additional device information: model no. 28-28-95rl lot no. W10-0948-010 expiration date. 4/29/2013. Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck 8mm in length is off label per indications for use. Physician inadvertently pushed proximal extension up covering the renals.